Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip / postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip / post code: gu9 8ql.

Event description:
It was reported that this patient was treated for nausea and vomiting post-implant. Y-90 therasphere therapy was selected as treatment for this patient on (B)(6) 2023. Post- treatment scans revealed part of the dose had likely shunted to the stomach. The treating physician approximated that 10-15% of the dose ended up in the stomach. The tc-99m macroaggregated albumin (maa) and arteriogram screening performed prior to the procedure did not show any gastric activity. The patient experienced nausea and vomiting a few days later and was treated medically as a result. An endoscopy was performed, and no ulceration of the stomach was discovered. No further interventions were required.